Event description:
The reporter states that he obtained the following blood glucose comparison results on the accu-chek compact plus system: 173mg/dl and "lo" (<10); 186mg/dl and "lo" (<10); 164mg/dl and "lo" (<10). All aforementioned tests were obtained within 10 minutes. The reporter felt hypoglycemic with the blood glucose results. The reporter drank 2 cups of coffee and ate a bowl of cereal. He reports that he felt better in 15 minutes. No adverse event reported. The suspect product was not returned to the manufacturer for eval.